Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 555mg/dl. It was stated that the customer was experiencing high glucose, and the insulin pump did not alarm. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 388mg/dl and he was treated with manual injections. No further info was provided.